Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) replaced doppler tether assembly, this corrected issue. Consumed cable tie 5/16 nylon p-clip. Device passed functional and safety tests according to factory specifications. Unit returned to customer and cleared for clinical use is unknown. The failure analysis and testing department received the following part associated with this complaint doppler tether this part was received with a reported unit failure message of broken. Performed visual inspection of this part received and found doppler was broken. The failure analysis and testing department verified the failure message of broken doppler. Retaining doppler tether in the fat dept. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a getinge fields service engineer (gfse) service check, the cardiosave intra-aortic balloon pump (iabp) has a broken doppler tether. There was no patient involvement.